Event description:
It was reported that the patient had a spinal fusion with rhbmp-2/acs. Reportedly, the surgery was deemed as unsuccessful because of neurological, and other symptoms for which no cause could be found nor any subsequent treatment or surgical interventions providing relief. The patient is on chronic pain meds for the rest of his life, and is also permanently disabled.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.